Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the pg was temporarily deactivated due to a perforation caused by the right ventricle (rv) lead. The device was deactivated to avoid potential inappropriate shocks from the perforated lead. A revision procedure was performed, and the lead was repositioned, and the device was reactivated. No additional adverse patient effects were reported.